Event description:
The bioprosthesis was explanted after an implant duration of 2 months 5 days due to mitral regurgitation. From the explant operative report, the description of operation states - this (B)(6) man has been in intensive care for a long time. His first operation was a mitral valve replacement with a 27mm mitral valve prosthesis, together with two saphenous vein grafts and that operation was said to be quite difficult because of deep chest and difficult access. He failed to thrive post operatively and was found to have combined mitral prosthetic stenosis and regurgitation with failure of the prosthesis from immediately after the procedure and the difficulties failed to settle. He had recurrent episodes of pulmonary oedema and was unable to be weaned from the ventilator and eventually was referred for very high risk reoperative surgery to replace the mitral valve prosthesis in an attempt to improve his haemodynamics. From the operative report procedure: the heart was repositioned and the atriotomy was reopened with a good view of the perimount mitral valve prosthesis. Inspection showed that there was suture material clamping down over the posterior most of the commissural posts. As the prosthesis was being removed it became evident that the posterior post was buried into the mitral valve annulus and then sutured into that position so the valve had failed to actually traverse the mitral annulus and seat properly into the annulus. The perimount prosthesis was removed and was sent fresh for culture and with an instruction then to go back to edwards lifescience for study.

Event description:
Reportedly, a 7000tfx was implanted on (B)(6) 2012 and under echo, the valve shows moderate to central regurgitation. Post operative echo revealed central regurgitation of a moderate to severe nature. Echo also revealed an individual leaflet that was "stiff" and not coapting correctly. Explant has yet to be performed due to patient condition. Patient still being monitored, explant being considered but has not occurred at (B)(6) 2012. Echo reports have been received in hard copy for (B)(6) 2012.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(4) 2012, it was learned that the valve was explanted. The procedure was done on (B)(4) 2012. On (B)(4) 2012, the operative report was provided and most likely describes the valve having been suture looped therefore causing the central regurgitation. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Additional manufacturer narrative: sales rep learned today that the device was explanted. Explant date is unknown. Surgeon did indicate the implanting surgeon technique was the cause for the early explant but gave no further explanation. It is unknown if the device will be returned for evaluation. The initial medical report indicated the patient was being monitored and that the explant was not scheduled due to the patient condition. No update on the patient condition has been provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No tee or tte on cd has been provided. However, early echo reports were received as hard copy and the echo conclusions are reported. Several attempts have been made by the sales rep to meet with the physician to get additional information but have been unsuccessful. There has been no update on the patient's condition. Device remains implanted. No explant has been scheduled.

Manufacturer narrative:
Evaluation summary attached: condition of valve as received supports customer report of explant due to central regurgitation. As received, host anatomy, chordae tendineae, was evident onto the free margins at the outflow aspect at leaflet 2 and 3 at commissure 3 by approximately 6 mm. Host anatomy was fused onto the valve by host tissue overgrowth. Host anatomy interference led to a large central hole and restricted mobility in leaflets 2 and 3. Cuts were noted in the tissue most likely due to mechanical damage at explant. The cuts measured to approximately 6 mm at leaflet 1 and 2 at commissure 2. Two cuts were noted at leaflet 3 at mid margin and measured to approximately 2-3 mm. (B)(4). Device was received at (B)(4) facility for decontamination and shipment to u.s. Evaluation lab. Not received at lab until (B)(4) 2012. The original conclusion of central regurgitation due to suture loop was not confirmed. It appears the host anatomy was the root cause for interference with the bioprosthesis.